Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The ipp was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: ((B)(4).. D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It had broken fabric threads and detached inner tube from wear in the proximal end of the cylinder. The cylinder did not pass the leakage testing due to a bulge in the proximal end. The remaining cylinder was microscopically inspected and leak testing. It had a hole, broken fabric threads from fatigue at a bulge in the proximal end of the cylinder. The cylinder did not pass the leakage testing due to a bulge rupture in the proximal end. Momentary squeeze (ms) pump passed visual inspection, leak test and functional testing. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The ipp was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).